Event description:
An olm intracranial pressure monitoring kit (1104b) was reported to have high values. The surgeon originally wanted to use the 1104g, but it was not available. The 1104b catheter was placed under the dura and the fiber was fixed without a strain relief sheath. At one point, it was thought that the fiber was bent and the reading increased to 140 mm hg. The use of the unit was discontinued because the high intracranial pressure readings did not correlate with the pt's condition.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.